Event description:
Medtronic received information reporting that a patient underwent a mechanical thrombectomy procedure in which a react-68 microcatheter and a solitaire x device were used. The initial clot was located in the right middle cerebral artery m1 segment. Baseline nihss was 20 and aspect score was 4. After 3 passes the mtici score was 2b. During the procedure the site reported distal embolization in the right m2 segment in passes # 2 and 3 which required additional passes for thrombectomy. At post-procedure 24-hour following imaging, computer tomography (CT) revealed expansion of the index infarction with mass effect and midline shift of 2mm. Neurological deterioration was observed with nihss score of 30. This event was considered life-threatening. It was noted the patient passed away with cause of death being reported as bronchial aspiration and other worsening of respiratory system. Events were not considered to be related to the procedure or the devices used in the procedure at the time of the initial report. Additional information received indicated the patient experienced arterial hypotension during the procedure on (B)(6) 2021. Unspecified treatment was provided which resolved the hypotension, and it was reported to be related to the procedure in general. There was no malfunction of the solitaire or react catheter during the procedure. Patient medical history included atrial flutter or atrial fibrillation, hypertension. Additional information was received indicating the cec adjudicated event as a casual relationship to the procedure and possibly related to the react and solitaire devices.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that cec assessed the event as also possibly related to the riptide and phenom 21 catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that there were no device deficiencies encountered during the index procedure. It was answered "no" when asked what additional information was assessed by the cec during re-adjudication to determine the updated causality to possibly related to the riptide and phenom 21 catheter.